Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that it was unknown if the cause of the por was due to the rechargeable stimulators battery draining/low battery. They reported that what likely caused or contributed to the issue was that it continued to be an issue so they were unsure of the actual problem and were just tired of it. They reported that steps taken to resolve the issue included that they would be meeting with a manufacturer representative (rep) on site and multiple rep phone calls. They reported the issued had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had been getting a por (power on reset) message on their handset since saturday. Patient said they charged their external devices all day, but they were still not able to connect to their implant. Agent walked patient through trying to connect with their implant, but patient kept getting device not responding. Patient mentioned that they can feel the internal battery because they are very thin. Patient was not told about the recharger device at all so the information was reviewed. Patient will fully charge all three devices and call back. Patient services sent educational materials via email.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They indicated that the cause of the por was not due to the rechargeable stimulator's battery draining/low battery. The patient stated the most likely cause was due to the surgical glue. The patient stated once the surgical glue finally came off they were able to charge their internal implant. The issue was resolved.